Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and experienced ventricular tachycardia. Overnight, the patient was placed on extracorporeal membrane oxygenation (ECMO) for the worsening arrhythmias, atrial fibrillation with rapid ventricular response and instability despite the impella cp in place. The patient continued on impella mcs for approximately 11 days. The report noted the patient improved through ECMO decannulation followed by impella cp weaning and explant a week later with a survived outcome.